Event description:
It was reported that the intra-aortic balloon pump (iabp) shut off while on patient. As a result, the staff cycled power and resumed pumping. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip has been returned to teleflex chelmsford for investigation. The reported complaint of iabp shut off while on patient is not able to be confirmed. The pump has been serviced by a teleflex field service engineer, and the reported issue could not be duplicated. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) shut off while on patient. As a result, the staff cycled power and resumed pumping. There was no report of patient complications, serious injury or death.